Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause is a design issue. A nonconformance has been opened to address this issue. A batch review was conducted and there was one manufacturing nonconformity recorded regarding this lot number, which was unrelated to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a damaged luer connector was observed on a prismaflex m150 during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.